Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (2.7482 mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported the year the pump was implanted the patient fell and it flipped the pump over. The hcp went back in and surgically flipped it over and made it more solid in the patient's belly.